Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to flattened button dome switch. No scrolling number display anomaly was noted. No moisture damage was noted on the electronics. The battery out limit alarm could not be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer's mother called stating the buttons on her daughter's insulin pump are unresponsive. Customer's blood glucose is 80 mg/dl. The numbers scroll up by themselves. The alarm cannot be cleared because the buttons do not work. Customer was sweating from a walk. She also reported a battery out limit alarm, but declined troubleshooting. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.